Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A functionality test as per q-sop-183-dl was also carried out on the returned samples and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was not functioning. The following information was provided by the initial reporter: according to the customer's report, the nurse in the hospital ward set a dose of 20 units but became unable to press the button with 4 units left.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was not functioning. The following information was provided by the initial reporter: according to the customer's report, the nurse in the hospital ward set a dose of 20 units but became unable to press the button with 4 units left.